Manufacturer narrative:
1038671-2024-04917 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code, component code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 5 years and 8 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.